Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was noted to be positioned poorly and the physician was concerned regarding the risk of potential erosion. Boston scientific technical services (ts) was contacted and confirmed that the system was positioned under the skin, not intermuscular. It was noted that the physician is planning to revise the system placement in september. At this time, the s-ICD system remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was noted to be positioned poorly and the physician was concerned regarding the risk of potential erosion. Boston scientific technical services (ts) was contacted and confirmed that the system was positioned under the skin, not intermuscular. It was noted that the physician is planning to revise the system placement in september. Recently, the physician was concerned regarding the system shock impedance trend. Ts was contacted again and confirmed that the shock impedance was stable and in-range at 70 ohms. Additionally, the most recent presenting electrocardiogram showed appropriate sensing. Nevertheless, ts provided potential options for assessing the system, if the impedance increases. Potential impedance increases could be the result of weight gain, device migration, or a clinical option. At this time, the s-ICD system remains implanted and in-service. No adverse patient effects were reported.